Manufacturer narrative:
Patient information was unavailable. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that pre-operatively, while in the plan task, freezing occurred forcibly during an attempt to advance to registration. The operation was attempted repeatedly but resulted the same. The procedure was completed using navigation and back-up products. There was a reported delay to the procedure of 1.5 hours due to this issue. There was no reported impacted to patient outcome. After the procedure, no issue was observed when checking with the software.